Event description:
Potential for injury associated with the tilt actuator working intermittently on a tdxsp-cg power chair. This event has potential for the user to become stranded in a tilt position.